Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No part was returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the led part was different from the usual. It was found that the led had recognition failure.

Manufacturer narrative:
The cranial frame was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, led #2 and #3 were not firing. It was not possible to test further with only two leds firing. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.